Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into power, despite using multiple cables, adapters, and power sources. The charging issue caused the pump to shut down. The customer provided a blood glucose (bg) level of 278 mg/dl, and indicated that the bg was within range during past event. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.